Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had a damaged drive support cap. Blood glucose level at the time of the incident was 210 mg/dl. The customer reported that the drive support cap was flushed. The customer also reported that the motor was touching the reservoir. Troubleshooting was not provided. The insulin pump will not return for analysis.